Event description:
Surgeon performing thyroidectomy utilizing an 7.0 emg endotracheal tube by medtronic. No problem with intubation by anesthesia. When surgeon attempted to utilize nerve monitoring feature, the machine was not recognizing the vocal cords. Stim was changed and no effect was shown. Circulator returned to the set-up mode and it was noticed that the vocalis 1 and 2 were not recognized. Anesthesia attempted to maneuver the et tube but the recognition of the nerve was sporadic. The et tube was changed to an identical tube, attached appropriately and assessed set-up mode where it was noted vocalis 1 and 2 were recognized.